Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the system randomly shut down and won¿t power back up. Hardware parts were replaced and the system performed as intended. A hardware analysis of 9735773 battery (B)(4) was initiated to determine the probable cause of the issue. The battery was bench tested, in conjunction with the accompanying ups, for overnight testing. At some point overnight the battery overheated and caused both units to power down. The battery was still warm to the touch, the following morning. Reported complaint confirmed. A hardware analysis of 9735787 ups - (B)(4) was initiated to determine the probable cause of the issue. The returned ups was bench tested and no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that the system shutdown multiple times while plugged into an outlet. No patient was present.